Event description:
Baumanometer b/p monitor leaked mercury during use. Mercury spattered on mother and infant in ob. Both where bathed and showered-beds where changed. Monitor was taken out of room. Spill was cleared by env. Service. Device was disposed of by environmental service.